Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The other graftmaster device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a perforation in an unspecified coronary artery. A 2.8 x 16 mm graftmaster covered stent was implanted; however, it did not seal the perforation completely. Therefore, an attempt was made to advance a 2.8 x 26 mm graftmaster covered stent; however, the device failed to cross the lesion as it could not cross through the first covered stent. It was reported that the perforation was sealed. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: lot number has been changed from 8062541 to unknown. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined that the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.